Manufacturer narrative:
The insulin pump was received with completely broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. However, the pump was received with normal operating currents and passed unexpected error test, self-test, rewind test, displacement test, prime test and excessive no delivery test. The pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and missing o-ring.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 56 mg/dl at the time of the incident. The customer treated with eating. The customer stated that the top of the reservoir compartment was damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.